Manufacturer narrative:
The exact event date is unknown; however, on (B)(6) 2012, follow-up was received which revealed that this event occurred two weeks ago. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the device was not used past its expiry date. (B)(4) for the reported event of clip failed to separate from catheter. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a resolution hemostasis clipping device was used during a colonoscopy procedure. According to the complainant, during the procedure the clip was locked onto the target site however it would not release from the delivery catheter. The clip was removed from the target site and from the patient. The procedure was completed with another resolution hemostasis clipping device. There were no patient complications as a result of this event. The patient condition was reported as fine post procedure.